Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead had oversensed atrial flutter/atrial fibrillation events. This resulted in pacing inhibition that lasted more than three seconds in a device dependent patient. Technical services discussed troubleshooting. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
It was later reported that this patient received a new non-boston scientific right ventricular lead which did not sense ventricular fibrillation during threshold testing. The rate sense portion of this non-boston lead was capped and the 0157 was reinstated. The patient was upgraded to a non-boston scientific device. The field representative reported they would try to locate the explanted device and return it.